Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, delamination, white particles and wear abrasion. Leak test was performed and found opening on anterior and delamination on diaphragm valve. A microscopic analysis was performed which identified delamination and smooth crease on the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A smooth crease opening on radius due to an fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.